Event description:
The customer reported to olympus, during a diagnostic procedure the video system had a loose connector, poor contact, and abnormal image. Subsequently, the intended procedure was completed with a similar device. Upon inspection of the customer¿s returned device it was observed, the video connector unit was faulty resulting in no image, the main lamp was noted to be burnt, both lamp sockets (lamp socket a and b) were oxidized due to which the lamp could not light up and: the limit switch was noted to be broken, due to which the main lamp could not be switched. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Establishment name: (B)(6). The subject device has been returned to olympus for evaluation, and there were no additional findings, other than the reportable malfunctions mentioned. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issues. Based on the results of the investigation, the definitive root causes of the faulty connector unit, burnt lamp, oxidized lamp sockets, and the damaged limit switch of the main lamp could not be determined. Olympus will continue to monitor field performance for this device.